Event description:
The customer reported that the device stuck on tissue and had to be removed with the assistance of another instrument. They also reported that the knife blade was exposed. There was no injury to the pt.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed that the jaws were stuck shut without tissue in them and the knife blade was contained. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all time and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. Also, knife trap can occur when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. More frequent cleaning could have also reduced the difficulty activating the knife. The IFU cautions to confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter.